Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. A revision procedure was performed where the rv lead was viewed under fluoroscopy with no significant findings. The lead was surgically abandoned and replaced. The ICD remained in service and no additional adverse patient effects were reported.